Event description:
It was reported that 159 days after implantation of a 2.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the posterolateral branch (plb) of the right coronary artery. A pre-intervention stenosis of 85% was reported. The lesion was pre-dilated with a 2.0x15mm maverick balloon. A 2.5x12mm taxus stent was deployed in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. The patient was "advised to remain on aspirin and plavix for a minimum of 6 to 9 months." The procedure was noted to be "successful." No patient complications were reported. The patient presented 159 days after the initial procedure with a 90% in-stent restenosis in the plb of the right coronary artery. It was not reported that the lesion was pre-dilated. A 2.5x12mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient tolerated the procedure "well." No patient complications were reported.

Manufacturer narrative:
The complainant indicated that, the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork could not be examined.